Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that fluid was found to be leaking from the reservoir of the valve. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve did not meet the requirements for patency testing. Proteinaceous debris was noted within the interior and exterior of the valve. The valve also did not meet the requirements for reflux, pressure-flow, and preimplantation testing as the valve was not adjustable. The valve was returned at pl= 2.5. The valve met the requirements for leak testing. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. Debris within the valve may prevent movement of the valve mechanism resulting in a non-adjustable valve. Approximately 27 cm of the peritoneal catheter was returned. The proximal end of the peritoneal catheter was observed to be jagged and proteinaceous debris was noted on the exterior of the catheter. Approximately 30 cm of the lumbar catheter was returned. The proximal end of the lumbar catheter was observed to be jagged and proteinaceous debris was noted on the exterior of the catheter. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).